Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the aspiration needle guidewire was difficult to insert and got stuck. The issue occurred during the therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned, and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the guidewire may not be able to be inserted into the needle tube. Content of the instruction manual was confirmed. The instruction manual contains the following descriptions, and it warns against this event. "Do not operate the guidewire with excessive force. In particular, do not pull the guidewire if you feel resistance. Do not roll the insertion tube into a diameter smaller than 20 cm. This may cause the insertion tube to break. Do not use this product if the insertion part is broken, bent, cracked or otherwise deformed. Using a product with a deformed insertion part may lead to unexpected perforation, heavy bleeding or mucosal damage. If there is strong resistance making it difficult to insert the suction biopsy needle into the endoscope, do not force it in. Return the angle of the endoscope to the point where it can be inserted comfortably. If there is strong resistance making insertion difficult even after returning the angle of the endoscope, discontinue use. Forcing the needle into the endoscope may result in perforation, heavy bleeding, mucosal damage, etc., or it may cause damage to the endoscope or suction biopsy needle." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the issue occurred during endoscopic ultrasound-biliary drainage procedure.